Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient's implantable neurostimulator (ins) reached end of service (eos) and was replaced on (B)(6) 2016. The definition of eos was reviewed in addition to the device being off/disabled and no longer providing therapy. It was confirmed that there was no allegation regarding the battery's longevity, however, the patient experienced a sudden onset of an "altered state". A manufacturer representative (rep) later reported that the ins was at eos, but after the explant, a battery issue was discovered as the voltage increased to 2.79v. An impedance test was performed and resulted in therapy contacts (2- 3-) having impedance values of 816 ohms. A longevity calculation based on the patient's settings and lower impedances resulted in eos after 2.4 years later stated to be 25 months from beginning of implant to end of life; the device lasted 25 months. It was unknown if the device depleted prematurely. The hcp stated that the patient was getting good therapy, but no date or contextual information was provided. An impedance test was performed again at an unknown date and resulted in therapy values of 880 ohms; c2= 537 ohms and c3=754 ohms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.